Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After investigation it was found that the initial carelink account provided by the patient showed pump data being uploaded from the mmm app which the inpen app is not able to read and would cause the cgm value to appear as on the app. Helpline provided another carelink account and inpen email ID for this patient, however, the email ID provided did not return any inpen account and the carelink account found for the second username showed no data had been uploaded which would also result in the inpen app not showing cgm data. Issue was confirmed through inpen database and carelink analysis. Helpline was informed that in both scenarios for the usernames provided that cgm data would not be available on the inpen app. No further investigation required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced continuous glucose monitoring value unavailable in inpen application. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed and it was troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-8061.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.